Manufacturer narrative:
It was reported that the ventilator had an issue with the wheels. The ventilator was investigated by our field service engineer on site. The issue was solved by replacing the wheels. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator had an issue. No more information was available. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).